Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having difficulties rewinding insulin pump. Customer woke up with blood glucose of 250 mg/dl. While customer was going through priming process three days' worth of insulin was delivered at one time into customer. Customer treated with a lot of juice. Customer's blood glucose was 45 mg/dl and basal was suspended. Customer's blood glucose at the time of call was 77 mg/dl. Troubleshooting was performed and customer was advised to monitor priming technique. Customer declined troubleshooting for high blood glucose.